Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms noted. The loaded voltage display at the power graph management tool shows abnormal behavior and unexpected low battery alarms confirmed in history file due to intermittent non-sleep anomaly software error. Unit received with corroded battery tube. Unit received with minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that their insulin pump has unresolved low battery alarms after replacing the battery in a timely manner. The customer¿s blood glucose level was 19.1 mmol/l at the time of the incident. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.